Event description:
It was reported that a lead impedance warning was triggered on the right ventricular (rv) lead for a one time low impedance reading. A recent elevation in sensing integrity counter (sic) counts was also noted. It was indicated that the device was interrogated but the issue could not be reproduced and no additional problems were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a right ventricular (rv) lead pacing impedance warning was triggered again, approximately one month later. The lead still remains in use.